Event description:
It was reported " the catheter was unable to pass the guidewire during placement, and a new tube was immediately given after discovery, and the placement went smoothly." The new catheter was used and placed in the original insertion site. No patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " the catheter was unable to pass the guidewire during placement, and a new tube was immediately given after discovery, and the placement went smoothly." The new catheter was used and placed in the original insertion site. No patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "catheter was unable to pass the guidewire during placement" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.